Event description:
It was reported that on (B)(6) 2007, the patient underwent a stenting procedure. A 3.0 x 18 mm xience v stent was implanted in the mid left anterior descending artery (lad) and a 3.5 x 18 mm xience v stent was implanted in the proximal lad. On (B)(6) 2011, the patient experienced lower extremity weakness and was re-hospitalized. Restenosis occurred and on (B)(6) 2011, revascularization was performed with coronary artery bypass graft. Although requested, no additional information has been provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of stenosis/restenosis is listed in the xience v / xience nano everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initial medwatch report, additional information was received which indicates that the patient experienced chest pain and shortness of breath in addition to the lower extremity weakness on (B)(6) 2011. Ischemia-driven angiography was performed on (B)(6) 2011 which revealed 30% restenosis in the stent in the proximal left anterior descending artery. Revascularization was performed with a coronary artery bypass graft (CABG) procedure. CABG treated the 1st diagonal artery, the proximal circumflex artery and the left main coronary artery. No additional information has been provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina, dyspnea, ischemia, stenosis/restenosis, and surgical procedure (coronary artery bypass graft) are listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.